Event description:
The customer reported on (B)(6) 2014 at 12:00 am he activated a new pod and his blood glucose, carbohydrate intake, and insulin history. The pot was removed and he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We ar unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.